Manufacturer narrative:
Result: visual inspection of the returned product found the lens optic and both haptics torn, with pieces missing. The lens was returned dry and there was residue and particulants on the lens surface. Conclusion: based on the complaint history, work order search, and product evaluation a specific root cause of the event could not be determined. Claim # (B)(4).

Manufacturer narrative:
Device name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter stated the haptic of an aa4203tl toric silicone single piece 19.0 se/2.0 diopter broke during loading. There was no injury to the patient. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.